Manufacturer narrative:
The device was not returned to boston scientific for analysis; therefore, the reported complaint was not able to be confirmed. A review of the device history record (DHR) confirmed the device met all specifications prior to shipping, with no manufacturing deviations identified that could have contributed to the reported event. The product labeling indicates that the following may be potential risks associated with the use of vercise deep brain stimulation systems: "confusion or problems with attention, thinking, or memory". A review of available clinical information and assessment of investigation activities determined that there is sufficient evidence to attribute the reported delayed recovery, cognitive impairment, and need for supportive medical management to factors associated with the surgical procedure, as the treating physician indicated the procedure contributed to the patients condition and no device malfunction or performance issue was identified. Additionally, the clinical course, including delayed recovery and requirement for supportive care, is consistent with post-operative effects rather than device-related issues. Therefore, in the absence of device return and analysis, the reported event is considered to be procedure related. Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that the patient experienced difficulty recovering following stage 1 deep brain stimulation (dbs) surgery, including cognitive impairment, delayed recovery, and bradykinesia. The patient initially required nasogastric (ng) tube placement for medication administration and had not been discharged at that time; however, her condition improved, allowing her to tolerate oral medications. She was noted to be alert with mild delayed responses. The patient had a history of advanced parkinsons disease, and it was reported that she may have underlying mild cognitive impairment (mci). It was also noted that the patient missed doses of levodopa during the recovery period, which may have contributed to worsening parkinsons disease symptoms, including bradykinesia. The physician assessed that the cognitive symptoms were likely related to anesthesia from the procedure rather than the device itself. Due to the patients recovery status, the planned stage 2 procedure (battery implantation) was postponed to allow for further recovery. Medical management consisted of supportive care, monitoring, and continuation of parkinsons disease medications. The patient was subsequently discharged to a skilled nursing facility and continued to recover at the time of the latest report.